Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 10 days after bipolar hemiarthroplasty (bha), infection of the affected area was suspected although the procedure was completed without any problems when the would was closed by the surgeon. The situation was watched for a while but after about 1 month from the primary procedure, the procedure was performed again and cleaning was performed. When the cleaning was performed, the suture was loose, and when it was pulled, the whole suture came out. Only the loop part was missing when reopened after postoperative infection. It was also noted that the suture was thinner than it was right after the package was opened, and it had an impression of progressing the absorption, only the loop part was insufficient.

Event description:
According to the reporter, 10 days after bipolar hemiarthroplasty (bha), infection of the affected area was suspected although the procedure was completed without any problems when the wound was closed by the surgeon using the suture. The situation was watched for a while but after about 1 month from the primary procedure, the procedure was performed again and cleaning was performed. When the cleaning was performed, the entire surgical site was reopened and found that the suture was loose, and when it was pulled, the whole suture came out. Only the loop part was missing when reopened after postoperative infection. It was also noted that the suture was thinner than it was right after the package was opened, and it had an impression of progressing the absorption, only the loop part was insufficient. The surgeon wash out the wound and then re-closed it back up.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one partial suture with no needle. The suture was returned broken in the barbed section. The loop end of the suture was returned open. Microscopic inspection noted weld compression marks and transfer material at the weld sites. It was reported that the patient alleged to have a reaction to the suture line, the loop of the suture was broken, the suture did not appear as expected and the suture line did not hold after application. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.